Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) accessory kit was used. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.